Event description:
It was reported that pump experienced repeated malfunction alarms with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support through a successful pump reset and planned to continue using pump while awaiting replacement, with multiple daily injections available as backup if needed; technical support arranged shipment of in-warranty replacement pump with updated software, confirmed shipping details and return instructions, and advised customer to place old pump in storage mode, return it within 10 days, and then program pump settings and reconnect continuous glucose monitor on replacement pump.